Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned and it remains in use. The patient is a participant in the (B)(4) study ((B)(4)). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013; mcs-p3-943 transcatheter valve, (B)(6) 2013. (B)(4).